Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-mar-12. It was reported that the patient's pump was stopped and switched off using a "pump off" code. The replacement/explant was cancelled by the hcp due to the risk of a surgery. The patient was received oral medication to substitute the intrathecal therapy. No further information was available regarding the motor stalls.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal via an implantable pump. On (B)(6) 2021, it was reported that the patient's pump experienced a motor stall and began beeping on (B)(6) 2021. Pump logs provided indicated that the motor stall occurred at 11:24 pm. The patient had their pump refilled on (B)(6) 2021. According to the hcp, several motor stalls occurred after (B)(6) 2021 the patient had not had any mris and no environmental/external/patient factors that might have led or contributed to the issue. Reprogramming the pump was attempted, but did not solve the issue. The pump was then reprogrammed to the lowest rate and the patient was given oral medication over the weekend of the (B)(6) 2021. The patient reportedly did not show any issues or side effect due to a loss of therapy at the time of the report. Replacement of the pump was planned. The issue was not considered resolved at the time of the event. The patient's status at the time of the event was listed as "alive - no injury".